Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture malposition could not be determined. In this case, it is possible the device may have been under inserted such that the vessel was not properly captured during suture deployment. However, without the device returned for analysis this cannot be conclusively determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, the prostyle suture came completely out of the patient anatomy with the formed knot. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 13f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.